Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information a patient with a bioprosthetic aortic valve, implanted for 14 years and 10 months, underwent valve-in-valve procedure due to aortic stenosis. A tavr was successfully performed using an edwards transcatheter valve. Patient was reported to have been discharged.

Event description:
Edwards received information that a patient with a 23mm aortic valve implanted 14 years, 10 months, underwent valve-in-valve procedure due to severe stenosis. The patient had a 26mm valve deployed along with balloon cracking of the first valve with a 24mm true balloon. The patient then underwent post-dilation of the 26mm valve with a 26mm true balloon. The patient was transported to the cardiovascular ICU in stable condition. The patient was discharged on pod #2.